Event description:
The pt reported that in 2008, her insulin infusion set tubing partially separated from the luer connection which caused the tubing to leak. She stated she discovered this when she checked her connections because of an elevated blood glucose reading of 248 mg/dl. She said her target reading is 120 mg/dl. The pt stated she had no symptoms and she corrected her reading changing her infusion set and bolusing insulin. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.